Event description:
The customer reported that the 3100a has a fluctuating mean airway pressure (map). The pt was bagged until pt was placed on another 3100a ventilator. The pt was not compromised at all.